Event description:
Device 1 of 2 . Reference MFR. Report# 3006705815-2018-00939. Follow-up information received indicated the pain to the soles of the feet and the painful spasms the patient experienced has reduced.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.. Reference MFR. Report# 3006705815-2018-00939. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. Was reported the patient underwent an scs permanent implant procedure. During the procedure, the doctor was alerted that the patient experienced significant discomfort during the placement of the second of the two leads. The surgeon immediately re-positioned the needle and lead, and continued advancing the lead without issue. In post-op recovery the patient reported significant pain to the soles of the feet, the patient also had painful spasms down both legs. Therapy was left off till follow up and post op pain was reported to be receding at follow up. Therapy is providing 100 % relief to existing targeted pain.